Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. No patient consequences were reported.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Manufacturer narrative:
Date returned to manufacturer should have been 10 feb 2020 rather than 18 mar 2020. Date received by manufacturer should have been 18 mar 2020 rather than 10 feb 2020.